Event description:
Device issue: mislocation - suture. Time of device issue: during vessel closure. Adverse event: stenosis, dissection. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, eight days after uneventful arteriotomy closure, "the pt felt a fatigue and an ache when bending and straightening the foot." An angiogram performed revealed a stenosis at the access site. An attempt to revascularized the vessel was unsuccessful. The vessel was surgically revascularized and repaired. The physician believed he may have "sutured the opposite side of the punctured part which was dissected or flapped with the plaque." There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.